Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information has been unsuccessful. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event remains indeterminable but was likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of slides "transcatheter aortic valve-in-valve implantation with very low coronary artery distance" presented at the 2019 prc london valves course (sun (B)(6) 2019 - tue (B)(6) 2019), the following event was identified as pertaining to an edwards device: a (B)(6)-y-o patient with a 23mm valve implanted in the aortic position underwent a valve-in-valve procedure after an unknown implant duration for unknown reason. A non-edwards valve was implanted within the existing surgical edwards device with no reported complication. The patient was discharged on post-operative day four.